Manufacturer narrative:
Device not bowing all the way. Although the suspect device has been received, the evaluation has not been completed.

Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct the jagtome rx sphincterotome was used. During the preparation, the tip of the sphincterotome was not bowing all the way. The physician used another of the same device to complete the case with no complications to the patient. The patient's condition was reported to be fine.